Manufacturer narrative:
Additional initial reporter name is (B)(6). Due to character restriction in block e1. E1 event site name is fuwai hospital, chinese academy of medical sciences. Updated fields: b4, d9, g3, g6, h2,h3, h6(investigation findings, type of investigation, investigation conclusions,component code), h11. Corrected field : b6 , b7 , d10 , e1 , e3 , e1 ( event site name , event site adddress ) , g2 , g7. A getinge field service engineer fse was dispatched to the site to evaluate the unit. Fse replaced compressor, scroll to fix the error. After the repair fse completed pm including all functional and safety tests as per manufacturer specifications.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump displayed an error message after machine power-on: electrical detection failed #14 (prior compressor failure etf). There was no patient involvement.

Manufacturer narrative:
Event site telephone: (B)(6). Upon completion of the investigation into this event, a follow up report will be submitted.